Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced low blood glucose. Blood glucose reading was 62 mg/dl. The customer did not bolus for their lunch and required a glucagon injection for treatment. The customer's blood glucose declined to 58 mg/dl during this incident. The customer also reported experiencing high blood glucose between 300 mg/dl and 400 mg/dl. Troubleshooting was not performed on the insulin pump. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.